Event description:
Event description guidant received information that this device, which is on an advisory, could not be interrogated. The patient had a heart attack recently and had a procedure to open the heart vessels. During the procedure the heart rate dropped down into the 20's. The doctor inserted a temporary pacemaker to address the issue. The device has been implanted over 7.5 years. The estimated longevity at nominal settings is 5 years.